Event description:
The following description of the event was documented by a carefusion tech support specialist in response to an e-mail from the foreign distributor. "Our dealer emailed me reporting that the hospital is being sued by the family of a patient that died on this ventilator. There was no report of a ventilator malfunction. However, they are requesting that our dealer to get information out of the ventilator. Our dealer claims they are 90% sure this was an operator problem. The ventilator never stop cycling. Our dealer or the hospital has no other information on settings or alarms. Someone in the hospital power-up the ventilator and selected new patient, so all the settings are default settings. Our dealer tested this unit and they claim it is working just fine. Instructed our dealer to look into the error log and see the errors that occurred while this ventilator was on the patient. They found 3 errors: invalid data, pbaro sensor, compressor runtime data error, compressor output low. Our dealer is going to provide this information to the hospital, they claim the patient had influenza. Photos were sent to me by our dealer."

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/distributor report to the manufacturer. (B) (4): the device was not returned to the manufacturer for evaluation. The foreign distributor did evaluate the device and did not find any problems with the device though they did find 3 error codes listed in the device's error log: invalid data pbaro sensor, compressor run time data error, and compressor output low. The foreign user facility was unable to provide information pertaining to the settings on the device at the time of use on the patient as the settings had been inadvertently changed by one of their employee's. Based on the information provided by the foreign user facility and the foreign distributor, carefusion has determined that there was no malfunction of the device and that the device did not cause nor contribute to the death of the patient.